Event description:
The reported event was received via email after a follow-up was conducted for a related complaint. Per the email it was reported that the silent nite snore guard with glidewell hinge "has broken several times in the last year and a half- I have had to send it back for repairs or be remade 5 to 6 times at this point." The dentist reports the patient has preexisting history of bruxism and temporomandibular joint disorders, however, the patient has not experienced any pain or soreness. The patient did not experience any injury nor report of adverse event. The patient "has had snore device for almost a decade," the "hinge broke/ fitting issue 5 times." The appliance was replaced. There is no further information available as the dentist reports "I don't have all the information available." "That is all the information I have.

Manufacturer narrative:
The customer reported no further information is available and there is no device returning for analysis. The root cause of the event can not be identified. The device is fabricated per physician's prescription (rx) and it is unknown if any modifications were performed on the device by the provider or the patient. Precautions are mentioned in the instructions for use (IFU-012556_5) that state "regular dental follow-ups are recommended to review any side effects, and to avoid device breakage, [?]". No further information is to be expected; however, if additional information is received a supplemental report will be submitted. Manufacturer internal reference number: (B)(4). Related to manufacturer report numbers: 3011649314-2024-00738 3011649314-2025-00044 3011649314-2025-00045 3011649314-2025-00047 3011649314-2025-00049 3011649314-2025-00050.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the reported product has not been returned to the complaint handling team to date therefore an analysis of the physical product could not be performed. Root cause description: a potential root cause for this failure may be due to the patient's medical history. Per the reported information, the patient has a history of bruxism and temporomandibular joint disorders. IFU-7322 rev 7 (silent nite (english)) contains the following statement in the contraindications section: "· patients who have central sleep apnea · patients who have severe respiratory disorders · patients who have loose teeth or advanced periodontal disease · patients who are under 18 years of age · patients who have temporomandibular joint (tmj) dysfunction" IFU-7322 rev 7 (silent nite (english)) contains the following statement in the warning section: "a qualified dentist should consider patient medical history, including history of asthma, breathing or respiratory disorders, or other relevant health problems before prescribing the device" manufacturer reference: (B)(4).

Manufacturer narrative:
The manufacturer previously reported incorrect information. The following correction has been updated in this report. Corrected information g3 (date received by manufacturer) that was not captured in the pervious report was corrected in this report. Corrected information h6 (adverse event problem) that was not captured in the pervious report was corrected in this report. Manufacturer reference: (B)(4).